Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the device had a failed force sensor. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D4 - serial # - updated. D9: 8/26/2025. H3: the suspected device was returned for evaluation. Review of the event history log (ehl) showed a travel reverse error. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The device found damaged in the interconnect board and wi-fi radio board and found physical damage to the barrel clamp guide, barrel clamp rod and plunger position potentiometer. Replaced all damaged parts. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.